Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). Device returned to (B)(6).

Event description:
Information was received that a revision procedure was performed on an unknown date for an unknown reason. During a review of investigation findings from (B)(6) it was identified that there was presence of pin fracture and debris in housing tube. No other information in relation to patient has been reported.